Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On (B)(6) 2024, infutronix received a report that a pump stopped infusing due to a system error alert. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
Correction to section: d.4 (catalog). On 03-jul-2024, this pump underwent visual, physical, and functional testing per internal protocol by the complaint evaluation specialist to investigate the reported alarming system error. The visual/physical analysis did not find any anomalies and verified the pump's library was configured properly. Review of the device error log confirmed the reported system error alarm (e02) and followed by a sub-code, motor delay issue (44). Review of the pump's records found testing passed successfully. The functional testing using simulated customer parameters for a 24-hour infusion completed successfully. Although the functional analysis was unable to duplicate the reported system error alarm, the noted sub-code (44) suggests the root cause is associated to the pump's motor. A CAPA was established to investigate this failure mode to determine root cause. Note: this pump is included in recall # z-1285-2024 as noted in sections d.7, d.9, and therefore further individual investigation was not deemed required.

Event description:
On 06-jun-2024, infutronix received the pump which was previously requested to be returned for investigation.